Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7974821.

Event description:
It was reported that the patient's left lead had all high impedances. Troubleshooting has been unable to resolve the issue and the patient is only receiving effective therapy on the right side. It was also noted that the patient was unable to set their ipg to MRI mode due to this. The next course of action has not been determined at this time. It is unknown which lead has high impedances.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was opened, and it was discovered that two port plugs had fallen out of the empty port holes. New port plugs were opened and used to close the ports. Patient had good working impedances and effective therapy was restored post-op. The revision did not include replacing the leads or the ipg. No intervention was taken with the lead. It remains implanted and functional. There is no alleged stated deficiency or malfunction of the device. This device is considered no longer reportable.

Manufacturer narrative:
Correction: additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was opened, and it was discovered that two port plugs had fallen out of the empty port holes. New port plugs were opened and used to close the ports. Patient had good working impedances and effective therapy was restored post-op. The revision did not include replacing the leads or the ipg. No intervention was taken with the lead. It remains implanted and functional. There is no alleged stated deficiency or malfunction of the device. This device is considered no longer reportable.

Event description:
Additional information indicates that surgical intervention will be undertaken at a later date to address the issue.